Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information from the customer states only the scope was cultured not the patient. The scope was cultured using the using 2016 cdc guidelines. The device was not used on a patient with known infection of the same microorganism. The facility performs quarterly culturing of the duodenoscope. The scope was not eto sterilized. Microorganism(s) were detected from: ¿ (B)(6) 2020: sterile water control gpb. ¿ (B)(6) 2020 brush. ¿ (B)(6) 2020: all specimens. ¿ (B)(6) 2020: pbst control and water flush. Type of microorganisms detected were: ¿ (B)(6) 2020 microbacteruim paraxoydans growth in sterile water control gpb. ¿ (B)(6) 2020 staph capitis growth on brush control gpb. ¿ (B)(6) 2020 staph warneri growth all specimens (brush and flush): questionable contamination from lab. ¿ (B)(6) 2020: staph warneri growths in water flush: coag negative staph and pbst control. Pre-cleaning is being performed immediately after a procedure. ¿ bed side: ¿ turn off video processor. ¿ solution: prolystica 2.5 ml in 600 ml sterile water. ¿ insertion tube is wiped down with impregnated detergent sponge from the boot at the control section to the distal end. ¿ suction pump is turned on. ¿ using air water channel cleaning adapter: 1. Distal end is immersed into detergent water; suction valve is depressed and detergent aspirated into channel for 30 seconds while raising and lowering forceps elevator 3 times. 2. Distal tip is removed. 3. Suction valve is depressed with air being aspirated for 10 seconds. ¿ leak testing: ¿ leak testing is completed to validate no holes in scope, ¿ validate leak tester is working prior to applying to scope cap. ¿ attaching connector cap of the leakage tester make sure both are completely dry. ¿ scope is removed from water to deactivate leak tester allowing ample time for scope channel to deflate. ¿ sink cleaning: ¿ 60 ml prolystica added to 5 liters tap water at 110 degrees. ¿ scope immersed into detergent water . ¿ wiping external surfaces of scope with detergent filled cloth or sponge. ¿ brush internal channel with olympus bw 412t brush till channels are cleaned indicated by clean brush tip upon exiting scope. ¿ brush elevator control lever. ¿ brush forceps elevator recess with maj-1888 inserting brush into the elevator along the forceps elevator till brush handle touches the distal end of endoscope, repeat 3 time. ¿ brush guidewire locking groove with maj-1888, insert brush into the forceps elevator recess along the back of the forceps channel until the distal endo the brush touches bottom of forceps elevator. Rotation of brush is completed for 1 full revolution. ¿ scope elevator and raised and lowered 3 times in detergent solution. ¿ brush instrument channels thoroughly till brush tip is clean. ¿ brush suction cylinder with larger brush from bw-412t, rotating inserted brush 1 full revolution, repeat till brush tip is clean. ¿ brush instrument channel port with larger brush from bw-412t, rotating inserted brush 1 full revolution, repeat till brush tip is clean. 1. Aspirate detergent solution through instrument channel, lowering elevator, suction 500ml fluids or 30 seconds, using suction cleaning adapter (mh-856) while holding finger over suction cylinder. 2. Elevator recess is brushed and flushed. With elevator lowered, brush forceps elevator and forceps elevator recess with maj-1888, ensuring scope is under the water at all times. Brushing each (3) guidewire locking groove with 3 strokes. 3. Raising forceps elevator until the elevator stops, brushing the whole back side of the forceps elevator 3 times. 4. Insert brush heal slowly into the groove under the forceps until the brush hits the wall, rotating the brush 3 revolutions while ensuring the end of the brush contacts the wall behind the forceps elevator. 5. With forceps elevator control lever raised, flush the interior of the recess with a 30 ml syringe full of detergent. 6. Lowering the forceps elevator, flush the interior of the recess with 30 ml syringe full of detergent solution. Repeating steps 1-6 an additional time. ¿ medivator scope flushing tubes are applied to ercp scope; all channels are flushed for 1:05 minutes ensuring channels are filled with detergent fluid. ¿ scope is soaked in detergent fluid for 3 minutes while hooked up to tubing. ¿ air is flushed through channels for 25 seconds to remove detergent. ¿ scope is immersed in sink full of clean tap water at 110 degrees and flushed with clean tap water for 1:05. ¿ minutes followed by air flush for 25 seconds. ¿ aer: ¿ scope is placed in aer at completion of first cycle is to be reprocessed. ¿ scope is re cleaned including aer prior to use. Cleaning solutions used with the endoscope: ¿prolystica: bedside, sink and flushing. ¿bedside: 2.5 ml in 600 ml sterile water. ¿sink: 60 ml endozyme in 5 gallons tap water at 110 degrees or higher. ¿flushing: 12 ml in 3 liters tap water. ¿aer: rapicide a and b for medivator dsd edge. In addition, the endoscope is being leak tested prior to manual cleaning with an olympus clk4. The endoscope channel is being brushed during manual cleaning per olympus IFU. A single use olympus bw 412t channel cleaning brush is used to brush all channels starting at the boot of control section, going through scope channel till it exists the suction opening and end of scope. This is done until brush comes out clean. Using both side of brush (skinny and fat). Fat side replaced maj-1339. The olympus soft use brush for the elevator and recess area maj 1888. The customer uses the medivators dsd edge aer serial number: (B)(6) and serial number: (B)(6). There has been no problems noted with the aer. The effective concentration being is checked after each hld cycle. Must pass effective concentration prior to scope removal from the aer. Daily quality assurance is performed during morning opening routine validating water temperature is maintained. After each cycle minimum effective concentrations is being validated for cycle to be completed, using medivator rapicide pa high level disinfection test strips. After aer, scope is stored in scope drying cabinet that have air flowing directly into the cabinet not each individual scope. Scopes are hung vertically. The customer's last reprocessing in-service conducted by an olympus endoscopy support specialist (ess) was on june 24, 2020 an education was presented to all technicians who are responsible for scope cleaning and hld. There has been any change in the facilities reprocessing personnel since the last on-site visit by an olympus ess. A new partner who was furloughed did not attend ercp in-service presented by olympus representative. Partner did complete step by step department competencies. All reprocessing personnel trained on how to properly reprocess an endoscope. Annually the ess, provides scope training to the staff; annual scope-specific competencies is completed by the lead technicians. Half of our technicians hold scope certifications through cbspd. The lead technician attended scope care specialist training on august 12, 2020 along with educator provided by the ess.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and additional information from the customer. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: the result of the culture test by the user was positive but the result of the test performed by the third-party lab confirmed no growth of germs. Though it is difficult to specify, the legal manufacturer presume the cause of germs detected at the user facility as follows: -1.reprocessing method conducted by the user and recommended by IFU are possibly different, which caused insufficient reprocessing. -2.occurrence of contamination during sampling for culture test. The legal manufacturer confirmed the subject scope was shipped in accordance with specifications via DHR.

Manufacturer narrative:
The device was returned to the service center and is pending evaluation. An investigation is ongoing to obtain additional information regarding the reported event. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized.

Event description:
The service center was informed that the scope cultured positive three times for an unknown organism. There was no patient involvement.